Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to the device being rejected by the patient anatomy. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field b5: describe event or problem, h6: patient codes and h6: impact codes.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to the device being rejected by the patient anatomy. No new device was implanted. No additional adverse patient effects were reported. Additional information provided that the device was partially protruding from the patient's chest and the device was removed by the patient's wife. The patient followed up with the clinic and no signs of infection were noted.